Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased pacing and shock impedance measurements. An x-ray was performed and the lead did not appear to be dislodged. Technical services discussed that the changing lead diagnostics did point to dislodgement. The patient later reported that an old lead had dislodged and a revision procedure was planned. A boston scientific field representative later confirmed this rv lead had lost slack after the implant procedure and this was believed to be the cause for the increased pacing threshold measurements. Sensing and pacing had remained appropriate. During the revision procedure for the patient's dislodged chronic non-boston scientific right atrial (ra) lead, this rv lead was successfully repositioned to provide better slack and improved pacing threshold values. No additional adverse patient effects were reported.